Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined that this item does not fall under zimmer biomet design control nor reporting responsibilities. Therefore, the initial report should be voided.

Event description:
Upon receipt of additional information, it was determined that this item does not fall under zimmer biomet design control nor reporting responsibilities. Therefore, the initial report should be voided.

Event description:
It was reported that the reamer was broken. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.